Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on july 26, 2019. The customer blood glucose level was 420 mg/dl at the time of hospitalized and 500 mg/dl at the time of incidence. Customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with needle and insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that insulin pump had insulin flow block alarms and also the cannula was bent or kinked. The device will not be returned for analysis.